Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and twist clamp of a minicap transfer set. This was observed during use for peritoneal dialysis therapy. The transfer set had been in use for six (6) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d10, h3, h6. H10:the device was received for evaluation. A visual inspection with naked eye noted that the dark blue female connector was separated from the main body. The reported issue was verified. The cause of the condition was due to inadequate solvent to the product during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.